Event description:
The patient reported, her ipg was protruding and causing her discomfort. The patient underwent a surgical procedure and the physician repositioned her ipg. The patient stated her discomfort was greatly reduced postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.